Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/07/2015 with the following findings: alarm history shows several consecutive¿cs054/cs052/cs012¿ alarms. Returned battery cap and cartridge cap were used to complete the investigation. Ez-prime steps were performed correctly; no ¿cs054/cs052¿ alarms or any eaw occurred during the investigation, the product performs within specifications. Investigators were unable to duplicate ¿cs054/cs052/sleep¿ complaint. The pump¿s cover was removed, no intermittent condition was found to the pcb or to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.